Event description:
Dexcom was made aware on 12/08/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction with redness, inflammation, and warmth at the sensor insertion site. The event occurred the day the sensor inserted it on the arm. The spouse transported her to the emergency room (ER) for evaluation. A diagnostic x-ray showed no sensor wire remained in the skin. The healthcare provider at the ER prescribed an oral antibiotic to be taken at home. The patient remembered the dosage was 500 mg, but could not remember the name of the antibiotic. After treatment she recovered. At the time of the report, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).